Event description:
I bought a1cnow selfcheck kit, lot number: 1129725, expiring on 08/01/2013, distributed by (B)(4) ¿ on (B)(6) 2012, from (B)(6), for my dad. It contained 2 test kits for a1c blood tests. Device gave me error message, though I followed the exact written instructions for operation. I decided to use the 2nd kit as I needed to see blood glucose level for my dad. The second kit gave me the error message. Again, this time, I followed the instructions. Date of use: (B)(6) 2012. Reason for use: error message.